Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "shaft damage of the reamer shaft."

Manufacturer narrative:
Correction: please refer to section h6 (device code). The reported event could be confirmed, since evaluation revealed a damaged reamer spiral. The shaft shows deformation and open spiral at the beginning of the flexible part in the area of transition from the adapter part to the flexible scraper shaft. The labelling clearly points out. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. Never operate an intramedullary reamer in a counter-clockwise direction. Doing so causes the reamer shaft spiral to open and may lead to additional trauma. Since nothing was reported during pre-operative check or after last surgery resp. Reprocessing and /or maintenance and based on signs of damage found it could not be excluded that the event reported is rather linked to improper handling during procedure. In case of intended use such damage would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "shaft damage of the reamer shaft."